Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was repeated that the fluid warmer was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: d10 and h3: device available for evaluation, h6: health impact and conclusion codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the device received in poor condition. Enclosure and front cover are very dirty and have nicks out of them. Water tank cover was covered in white tape on the bottom, line cord discolored, quick connect corroded, pole clamp has many gouges out of it, microswitch is bent, plate clip and interlock block contaminated. Functional testing confirmed the customer's complaint when the device leaked from the bottom of the water tank cover. The probable cause of the leak is the cracked case. Root cause for the cracked case could not be determined. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date of 2019-05-24 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced water tank cover, power switch cable, power switch retainer, membrane switch, quick connect fitting, enclosure, interlock block, plate clip, microswitch assy, line cord, pole clamp, reflux plug, and front cover. Performed preventative maintenance and calibrated the device.